Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The products remain implanted in the pt and thus unavailable for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Myocardial infarction is a known potential adverse event post coronary stenting. In this case, there are pt, lesion, and vessel factors that may have contributed to the reported event. There is no evidence to suggest that the events reported are design or manufacturing related. Based on the available info there is evidence of off label usage, which may involve risks not described in the labeling.

Event description:
The report from the study, indicates the pt suffered a myocardial infarction (mi), indicated by a mildly elevated troponin level following implantation of a cypher select plus stent. The indication for the index pci was a previous non-q wave myocardial infarction. The pts medical history of 2 vessel disease, previous pci, previous CABG, hypertension, hyperlipidemia, smoking, diabetes, myocardial infarction, congestive heart failure, peripheral vascular disease, cerebrovascular disease, and chronic pulmonary disease puts him at increased risk of major adverse cardiac events. The IFU cautions the user to carefully consider the risk/ benefits in pts in whom premorbid conditions increase the risk of poor initial result or the risks of emergency referral for bypass surgery should be reviewed. The target lesion was in an arterial bypass graft. The vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. The lesion was a focal instent restenosis of a previously placed taxus stent. According to the instructions for use (IFU), the cypher select plus is indicated for the treatment of discrete, de novo lesions </=30mm in length in native coronary arteries. The location of the lesion was the distal anastomosis, which leads to the first obtuse marginal. The lesion was moderately tortuous and eccentric. The safety and effectiveness of the cypher stent has not been established in pts with tortuous vessels that may impair stent placement in the region of the obstruction. The vessel was pre-dilated with a 2.0 x 20mm balloon at 12 atmospheres. A cypher was deployed at 14 atm. Post-procedure troponin was <2 times greater than upper normal level. The elevated troponin levels were diagnosed as a myocardial infarction. There were no ECG changes. No further treatment was considered necessary and the pt was discharged the next day.